Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the unspecified bd vacutainer® sst¿ blood collection tubes, the device experiences erroneous results. The following information was provided by the initial reporter. The customer stated: it was reported that there is increased potassium levels on some patients. If they get a high k+ they redraw and it is fine.